Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had surgery several weeks ago and they had a device placed in them to help control their bladder. Patient stated the device worked for 4 days and then it quit. Patient said they called their doctor and called the manufacturer but they never got ahold of anyone. Patient mentioned they had 2 more surgeries after that and they didn't get back with anyone. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient did not have the equipment with them and mentioned they would be calling back. Patient called back and described a loss of therapy and had a return of symptoms. Assisted patient with increasing stimulation. Patient was advised to discuss with their hcp.